Event description:
It was reported that a pt was being transported by helicopter. The intra-aortic balloon pump was plugged into an inverter and it "smoked" / damaged components, so that it is no longer working. The crew radioed ahead to have another pump on the tarmac. When they landed, they switched the pump off the pt. The pt is doing okay.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.